Event description:
A pt reported blood glucose results of "hi", 57 and 201 mg/dl with a lifescan meter, performed within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: customer unable to report the condition or expiration date of test strips.